Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the patient stated they were about to die with pain. It was also reported the patient was recently almost dead, but they brought the patient back. One healthcare provider (hcp) told the patient they were not going to make it. Troubleshooting/diagnostics were unknown. The outcome was unknown. The event date was unknown. No further complications were reported/anticipated.